Manufacturer narrative:
Device analysis has indicated device failure. This report is submitted on january 6, 2023.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2022 and the patient was reimplanted with another cochlear device during the same surgery. This report is submitted on may 17, 2022.

Manufacturer narrative:
This report is submitted on february 15, 2022.

Event description:
Per the clinic, the patient experienced a sudden loss of connection to the internal device. Hardware exchange attempts were made; however, the issue could not be resolved. The implanted device remains. It is unknown if there are plans to explant the device and to reimplant the patient with a new device as of the date of this report.